Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon applied the clip to the cystic duct, the clip did not close fully on maximum pressure from the surgeon. The clip fell off. On the second attempt, the clip scissored and also came off. The happened intermittently. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.